Event description:
Patient had lvad (heartmate-2) placement. His ICD was initially implanted for primary prevention of sudden cardiac death 3 years prior. Preoperatively his device was noted to have normal function, however immediately post lvad implantation; we were not able to establish telemetry with his ICD. Failure of telemetry with st. Jude icds due to radiofrequency interference from heart mate ii lvads has been previously described in the literature (j.c. Matthews, m.d. Et al., j cardiovasc electrophysiol, vol. 18, pp 1107-1108, october 2007). The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a generator change to resolve this issue.